Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called via phone on (B)(6) 2018 to report a very high blood glucose of above 400. Customer himself mention that this morning he was reading high and it attempted to deliver the insulin. Customer stated that it kept alerting no delivery. Customer stated that he also attempted to clear the alert as well too. Customer is reporting no delivery during a bolus and basal. No delivery alarm during basal/bolus/fixed prime. This is a replacement pump. Event was resolved by changing complete set (infusion and reservoir) .